Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the cartridge alarm, and since the issue had been previously reported, they arranged to replace the pump. The customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support provided instructions on putting the pump into storage mode and returning it with a pre-paid label, which the customer understood and acknowledged. A replacement pump was sent to the customer without requiring a delivery signature.